Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 1800 mcg/day via an implanted pump for intractable spasticity and other spasticity. It was reported the healthcare provider (hcp) performed a refill and aspirated 5mls and expected 2.8mls. It was reviewed that this was within pump specifications. It was noted the patient was having a lot of tone. They did a dye study and were able to aspirate. The patient had something in their back that looked like a collection, but it was hard and the patient had it for a ¿very long time" (date not reported). The patient¿s change in therapy/symptoms (tone) was sudden. The event date was noted as (B)(6) 2019. Non reservoir drugs reported included dantrium. No further complications were reported/anticipated or expected. 2020-feb-04 rtg0012198 (rep): additional information received from a manufacture representative reported the patient continues to have intermittent therapy issues and the hcp is considering a system replacement in the near future. 2020-02-13 e1, e2 (hcp, rep): additional information was received from an hcp via a manufacturer representative on 2020-feb-13. It was reported that no other troubleshooting was indicated beyond the previously reported dye study. It was reported that they were uncertain of the cause of the increased tone. It was noted that regarding the collection in the patient's back, they were unsure if it was baclofen or cerebrospinal fluid (csf). It was reported that the patient was referred to neurosurgery to change out the device and on (B)(6) 2020 neurosurgery agreed to change out the pump. The procedure was tentatively scheduled for (B)(6) 2020.